Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 07, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during metatarsophalangeal joint fusion surgery that the stardrive screw shaft t8 was not self-retaining and was starting to become stripped. No fragments were generated. Surgeon used spare device from the set to complete the procedure. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned driver (part: 314.453 / lot: 8327714) was examined and the distal tip was found to be worn with each tip lobe deformed. No definitive root cause was able to be determined. The failure mode is consistent with wear and tear and/or rough handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The stardrive screwdriver shaft t8 is a common trauma instrument noted in eleven system technique guides including: compact distal radius, 2.7mm/3.5mm va lcp elbow, and 2.4mm va lcp dorsal distal radius. In each system, the driver shaft can be utilized to insert screws with t8 driver recesses. The va lcp elbow technique guide cautions to always use a torque limiting attachment when inserting locking screws under power. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tip profile. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.